Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio vibrate anomaly. The customer¿s blood glucose level was 374 mg/dl at the time of the incident and the current was 374 mg/dl. The troubleshooting was performed for the audio vibrate anomaly. The customer stated that the drive support cap was normal. The customer does not alleges the pump was under delivery. The device will be returned for the analysis.